Event description:
The customer reported liquid leaking from above the liquid waste drawer of the unicel dxi. Service was dispatched and found a leaking peri-pump tubing. The field service engineer (fse) replaced the worn external sample probe wash peristaltic pump tubing and cleaned the spill. Hardware is the root cause for this event. There was no report of affect to patients or user exposure and fall. The leaking liquid can potentially contain not only wash buffer but also patient sample waste, qa material and other substances that may be considered a biohazard and/or chemical hazard.

Manufacturer narrative:
(B)(4).